Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during catheter placement, the device¿s luer adapter was cracked. It was noticed that one of the connectors (blue) was not circular, it had a dent on one of the sides. The catheter could not be connected to the machine to perform the hemodialysis or screw the plug. In order to resolve the issue, another catheter was placed in the patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product that blue adapter was misshapen. The other components appeared intact. Pmv performed functional testing which included submerging the catheter into a water bath. The end was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present at the brown adapter. The blue side could not be tested due to the misshaped end. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the misshaped blue adapter may occur when stored near an inadequate heat source. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.